Event description:
Was injected with supartz in left knee joint with reduction of swelling and pain as hopeful outcome. As of above date, has had no effect on left knee, but has made a marked reduction in blood glucose level. I am a diabetic and I have used much less of my medication since having the supartz injections. Will attach copies of clinilog pages as proof. A 25mg/2.5ml syringe, 1 weekly for 3 wks, inj. In joint. Dates of use: (B)(6) 2010.